Event description:
Additional info indicated that the procedure was a blepharoplasty for the upper eyelid and the suture was used for closure of the skin. The suture broke during passing through the tissue. Intraoperative resuturing was necessitated.

Manufacturer narrative:
Twenty-five samples were returned and evaluated. Physical testing was acceptable and in compliance with usp standards. A review of the lot history was unremarkable. There have been no other complaints against this lot. Please note that this report may be based upon info not yet verified by sherwood davis and geck to be complete and accurate. Furthermore, this report does not necessarily reflect a conclusion or admission by sherwood davis and geck that one of its products has caused or contributed to a death or a serious injury or that one of its products has caused or contributed to a death or a serious injury or that one of its products has malfunctioned.